Event description:
A patient reported they had to visit the physician because their one touch ultra meter allegedly is reading inaccurately erratic. The result on their meter was 265 and 118 mg/dl. The result on the gluocometer elite was either 115 or 118 mg/dl. The time difference between patient's meter and glucometer elite was within 10 min. Treatment was unknown. Patient had no symptoms. No further information has been reported.